Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a pump reboot was recorded on (B)(6) 2014. Evaluation revealed that the battery compartment was cracked near the case seal. There was no damage observed to the returned battery cap. The returned battery cap was able to be fully secured to the pump. The pump was exercised for 24 hours with no power interruptions occurring. The battery cap height and width measurements were found to be within the required specifications. The pump case was removed and no evidence of internal moisture or damage was observed to the power circuit. The complaint of the pump losing power without user intervention was observed in the pump history but was not able to be duplicated during investigation.